Manufacturer narrative:
The insulin pump passed basic occlusion, prime/a33, occlusion and displacement tests. No a33 alarms noted. The insulin pump has cracked case at display window corner, lcd display window, reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads, minor scratches on lcd display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error. The caller stated that the alarm had occurred several times during the week prior to the phone call. They were able to clear the alarms and the insulin pump had worked. But now, the alarm was not able to be cleared. The customer's blood glucose was 13 mmol/l. Nothing further was reported.